Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this patient received a shock for atrial fibrillation (af) with rapid ventricular response. The device recorded a code 1005 indicative of an open shock lead. There were out of range shock impedance measurements (>125 ohms). No adverse patient effects were reported. The system remains in service.

Event description:
Additional information was received that a revision procedure was performed due to continued high out of range shocking impedance measurements. During the revision procedure the physician experienced difficulty removing the right ventricular (rv) lead, thus it was surgically abandoned. The existing implantable cardioverter defibrillator (ICD) was explanted. A new rv lead was implanted and the patient was downgraded to a single chamber ICD. No additional adverse patient effects were reported.